Event description:
A report was received via social media that the patient had an infection in an unknown location. Symptom of bleeding was noted by the patient. X-ray showed that there was migration. The patient pulled out the device. No further information could be obtained.